Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated of the removed therapy pcb; however the reported failure could not be duplicated and further component cause could not be determined.

Event description:
It was reported that the device would give a "paddles leads-off" message. This would prevent the device from delivering defibrillation therapy. There was no patient use associated with the reported failure.